Manufacturer narrative:
Per the clinic, the patient was hospitalized for a duration of four days from (B)(6) 2022 to (B)(6) 2022. During the admission, the patient was treated with IV antibiotics and followed by oral antibiotics until (B)(6) 2022, however, the issue did not resolve. On (B)(6) 2022, the patient underwent incision and drainage procedure under general anesthesia to have the site cleaned. Device analysis report attached. This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient experienced a recurrent infection and wound discharge at the implant site. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 25, 2023.